Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer and a manufacturer representative. It was reported that the patient had been having strong shocks from the battery occasionally since a fall and the shocks were getting more intense during the recharge session. The sensation was not only felt during a recharge session. A layer of clothing that covered the entire surface of the recharger was used, but did not resolve the sensation; neither did using the belt. The patient noted that what did help to stop the sensation was not moving around and just sitting on the couch. This lessened the sensation. The rep later reported that the patient and physician opted for a full revision of the lead and replacement of the ins. Impedances were checked again prior to surgery and all numbers were less than 4000. There were no issues found during surgery. The physician decided to move forward with an entirely new system. The patient had not described any additional discomfort since the replacement. The issue was resolved.

Manufacturer narrative:
Other applicable components are: product ID: 97810, serial#: (B)(4), implanted: (B)(6) 2021, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient had fallen off the bed 2 days ago and after they fell, they grabbed their recharger and recharged the implant. While recharging patient got a shocking sensation at the pocket site. Manufacturer rep checked patient's impedance and it was fine, said all green, although they didn't drill down to each electrode level. Rep said patient turned therapy off after the initial shocking sensation and there was return off urinary symptoms. The rep turned therapy on today and patient got shocking sensation at pocket site in program #1 and then program #2. Patient stated did not feel shocking sensation in program #3, stimulation sensation was in low buttock/rectum area. X-ray did not show lead movement. No further complications were reported at this time.